Event description:
It was reported that this patient's right atrial (ra) lead had a lead safety switch due to high pacing impedance out-of-range. Loss of capture and noisy signals were noticed in bipolar configuration, thus, lead was changed into unipolar pace and sense to try to prevent inappropriate mode switches. X-rays were recommended as a lead fracture was suspected. Further information indicated that the mentioned noise was oversensed, but pacing inhibition could not be confirmed. X-rays were not confirmed to be performed as well. The physician decided to continue monitoring the patient and potentially revise the lead in the future. This ra lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's right atrial (ra) lead had a lead safety switch due to high pacing impedance out-of-range. Loss of capture and noisy signals were noticed in bipolar configuration, thus, lead was changed into unipolar pace and sense to try to prevent inappropriate mode switches. X-rays were recommended as a lead fracture was suspected. Further information indicated that the mentioned noise was oversensed, but pacing inhibition could not be confirmed. X-rays were not confirmed to be performed as well. The physician decided to continue monitoring the patient and potentially revise the lead in the future. This ra lead remained in service and was eventually explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.